Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during inspection, it was found that the size shim was missing its two ball bearings.